Manufacturer narrative:
(B)(4). The DHR was not available for review because the serial number and lot number provided by the customer were invalid. Multiple attempts were made to obtain updated information, however no updates were provided. Several sections of the IFU will be referenced as part of this investigation report. The IFU states the following: "as with any emergency medical device carrying a backup is strongly advised protocol" "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining" "the driver operating/useful life is approximately 500 insertions. However, this number may vary since life expectancy is dependent on actual usage (bone density and insertion time), storage, and frequency of testing" "when storing the vascular access pak (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver" "purchase and replace the ez-io power driver when the red led begins blinking" corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Tried to use power driver on an enfant and driver did have enough power to advance needle. Additional information: the patient was very ill, not quite critical. The patient is deceased. The delay did not help the situation. It was very lucky there was access to another io gun. There was a very prolonged resuscitation that failed. The insertion site was the tibia but the gun would not power the insertion even on this newborn baby. The needle was a 25mm and typical pressure was used. Manual insertion was not attempted. The delay in achieving access was 5 minutes. Io and vascular access was successfully achieved. The io gun failed during the insertion attempt. It continues to have very weak power but at present seems to have adequate power.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Tried to use power driver on an enfant and driver did have enough power to advance needle. Additional information: the patient was very ill, not quite critical. The patient is deceased. The delay did not help the situation. It was very lucky there was access to another io gun. There was a very prolonged resuscitation that failed. The insertion site was the tibia but the gun would not power the insertion even on this newborn baby. The needle was a 25mm and typical pressure was used. Manual insertion was not attempted. The delay in achieving access was 5 minutes. Io and vascular access was successfully achieved. The io gun failed during the insertion attempt. It continues to have very weak power but at present seems to have adequate power.